Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was overweight, mold green, there was white calcification in the surface of the shell, red particles, crease fold and deformation. Observed the device to be overweight; according to qa199.05 this is a defect per code weight. The device was observed to be cloudy after autoclave disinfection process. Based on the device analysis the final assessment is: the overweight is a defect according to qa199.05 per code weight. Further investigation results did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. It was verified that there was a erir14 associated with event of overweight. According to the information gathered, the issue was detected in the primary packaging operation. The problem was related to the operator verifying that the balance was zeroed and ready for use according to the ¿weight systems-es052¿. However, there were no issues related to the product neither with lot number 2-137730. Review of work order (B)(4) did not identify any ncmrs, ers or CAPA associated with this information. The reason for reoperation was reported to be due to capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device remains implanted.

Event description:
Device has been explanted.